Manufacturer narrative:
Product received and analysis is in progress. Complete analysis report shall be submitted in supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that drill piece was stuck in the handpiece. There was no patient impact.

Manufacturer narrative:
H3: visually, the inner shaft was bent until broken approximately 0.50 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.353 inches in the deformed area which was out of specification. The hub bushing was rough and worn. The hub seal was in place but was worn. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. Codes like b21, c21 and d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Upon follow up, additional information received suggests that the broken burr was stuck in the handpiece because of the surgeon. It had become very dirty and it was unable to be removed. The burr was cut out and the bottom piece of the burr was stuck in the handpiece. The event occurred prior to use and there was no patient involvement.